Event description:
It was reported that post procedure, the right ventricular (rv) lead became dislodged. In the morning, the lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.